Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was experiencing high blood glucose levels and needed assistance with the insulin pump. Blood glucose level at the time of the incident was over 600 mg/dl, which had not yet been treated. The customer's wife was assisted with delivering a bolus. The insulin pump was not replaced or returned for analysis.